Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found that the device was broken in two pieces. It exhibited signs of repeated use, nicks and gouges. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to the ten years of possible use of this device in the field and the normal wear that occurs over this period. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device cracked down the middle when properly used. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed without the device. Attempts have been made and all available information has been provided.